Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 14 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.